Event description:
It was reported through the filing of a lawsuit that allegedly the patient was implanted with an lfit anatomic cocr v40 femoral head on his left hip on or about (B)(6), 2015 and was revised on (B)(6), 2022. It is further alleged that he suffered injuries as a result of implantation and explantation of the device(s) at issue, device recall and excessive levels of chromium and cobalt in his blood.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Manufacturer narrative:
Reported event: an event regarding corrosion, abnormal ion level and periprosthetic fracture involving a accolade stem was reported. The event of corrosion and periprosthetic fracture was confirmed. Abnormal ion level was not confirmed. Method & results: product evaluation and results: material, dimensional, functional and material analysis could not be performed as the device was not returned. Clinician review: a review of the provided medical information by a clinical consultant indicated: conclusion/assessment: a patient underwent a tha with a v40 cocr head 40mm and an accolade ii stem. Approximately 71/2 years later the patient underwent a revision for pain after having a fall and MRI showing tearing of the abductors, a fluid collection, osteolysis. The preop laboratory studies did not show infection but had reported increase in co level (normal levels not provided). At the time of the revision there were signs of trunnionosis and metallosis. The pre and postoperative medical records, radiographs, and laboratory reports were not provided for review. Event confirmation: a revision surgery can be confirmed. Metalloisis and presumed trunnionosis can be confirmed. Increased metal levels were reported in the operative note, but the laboratory reports not provided. Device recall and injury cannot be confirmed. Root cause: the root cause of the revision surgery was pain after a fall, fracture of the trochanter, and what appeared to be trunnionosis with soft tissue metal response. The root cause of the trunnionois cannot be determined. The root cause of the other allegations cannot be determined as they cannot be confirmed. Product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: a review of the provided medical information by a clinical consultant indicated: conclusion/assessment: a patient underwent a tha with a v40 cocr head 40mm and an accolade ii stem. Approximately 71/2 years later the patient underwent a revision for pain after having a fall and MRI showing tearing of the abductors, a fluid collection, osteolysis. The preop laboratory studies did not show infection but had reported increase in co level (normal levels not provided). At the time of the revision there were signs of trunnionosis and metallosis. The pre and postoperative medical records, radiographs, and laboratory reports were not provided for review. Event confirmation: a revision surgery can be confirmed. Metalloisis and presumed trunnionosis can be confirmed. Increased metal levels were reported in the operative note, but the laboratory reports not provided. Device recall and injury cannot be confirmed. Root cause: the root cause of the revision surgery was pain after a fall, fracture of the trochanter, and what appeared to be trunnionosis with soft tissue metal response. The root cause of the trunnionois cannot be determined. The root cause of the other allegations cannot be determined as they cannot be confirmed. No further investigation for this event is possible at this time. If additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported through the filing of a lawsuit that allegedly the patient was implanted with an lfit anatomic cocr v40 femoral head on his left hip on or about (B)(6) 2015 and was revised on (B)(6) 2022. It is further alleged that he suffered injuries as a result of implantation and explantation of the device(s) at issue, device recall and excessive levels of chromium and cobalt in his blood.